Event description:
It was reported that the patient had an acute kidney injury which prompted the site to question the accuracy of the cardiomems sensor pressures and they temporary suspended treatment based on cardiomems data. On (B)(6) 2025 a right heart catheterization was performed to assess the sensor accuracy. The sensor was recalibrated and the baseline was increased by 40.8mmhg. Additional information has been requested.

Event description:
Additional information received confirmed that the site does feel the treatment that the patient had received based on the cardiomems sensor pressures prior to the event was the cause of the acute kidney injury due to over-diureses. The site reported they noted early signs of the acute kidney injury and suspended treatment at that time. The patient was not hospitalized.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.